Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (2mg/ml at unknown dose) and morphine (30mg/ml at unknown dose) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was from utah and was traveling. The patient missed a refill and was in (B)(6) on (B)(6) 2019 with the pump alarming every 10 minutes. No clinician programmer was available. No symptoms were reported. The event date was unknown. There were no further complications reported at this time.